Manufacturer narrative:
(B)(4) b1 adverse event and/or product problem - correction. B2 outcomes attributed to adverse event - correction. B5: describe event or problem - correction. B6 relevant tests/laboratory data, inclu - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H1 type of reportable event - correction. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - additional information. H6 codes: health effect - clinical code - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient reported that upon sensor pod removal, the wire detached and remained in the skin in the thigh. The area was sore, painful, and she had a bruise at the insertion site on her thigh the size of a half-dollar. She consulted her physician on (B)(6) 2024 and oral antibiotics (cephalexin 500 mg) were prescribed. Additional information was provided by the patient¿s healthcare provider on 07/29/2024. A diagnostic x-ray revealed the wire under the skin was in two pieces, and a portion of the retained wire was up against the muscle and was causing pain. As of (B)(6) 2024 the endocrinologist had not decided if they will wait for the soreness to subside (observation only) or remove the sensor wire with surgery. No surgery had been scheduled at the time of the call. Tech support representative tried to obtain details of the outcome two weeks later after the initial call, but the patient did not respond. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.